Event description:
It was reported that during a rectum resection procedure for a patient with rectum cancer, the surgeon used a circular stapler and a contour stapler. After the surgeon closed the contour and fired the circular, no crunch occurred; the knife could not cut and the staples were not formed. The surgeon changed to a new circular and contour to complete the procedure. Now the patient is fine. The procedure was prolonged 150 minutes.

Event description:
It was reported that during a small bowel resection procedure, on the first firing with a white cartridge, the surgeon was firing across the small bowel. Once fired, the staples in the center of the staple line came out but they did not form. They were straight. The surgeon used a competitor's device to complete the procedure. There was no patient impact. The device was discarded, the cartridge will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device returned the analysis found that one ecr60w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.